Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was cuff leak. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
H3: the device was received for evaluation. A lot of history review could not be performed as no lot number was provided. Visual inspection found no external damage or anomalies. Functional testing confirmed the reported issue, as the cuff inflated and then deflated, and leakage was observed during water bath testing. Further inspection identified a ¿c¿-shaped tear in the cuff. The root cause of the tear could not be determined. No repair was performed.